Event description:
Following an atrial fibrillation (af) procedure, a portion of the sheath detached and remained in the patient. A snare (osypka) was used to retrieve the detached portion from the patient; additional fluoroscopy time was needed. The patient left the lab in a stable condition.

Manufacturer narrative:
Additional information: d9, g3, h2, h3. One 6.5f fast-cath introducer sheath was received for evaluation. The sheath tubing had been torn and stretched into two sections; both sections were returned; the proximal section remained attached to the hemostasis hub. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath tubing damage remains unknown.